Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube and a stained end cap sticker.

Event description:
It was reported that the customer had physical damage to the insulin pump. Customer stated that there was a crack around the reservoir compartment. Customer's blood glucose level was 409 mg/dl. Customer treated her blood glucose level with the insulin pump. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time